Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump starting beeping at a high pitch. He took the battery out and placed it back in the insulin pump but the time and date kept flashing. The insulin pump alarmed unexpected restart. The customer woke up the other morning with a low blood glucose level and around the time he was about to eat his blood glucose level was high. Customer's blood glucose level was 360 mg/dl. In the alarm history unexpected restart and external error alarms were found. The insulin pump delivered too much insulin that morning and not enough when it was time for him to eat. The device was not returned.